Event description:
The customer reported that the system was intermittently freezing up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and the cine drive were replaced during the service call. The system was tested and found to bbe working as intended and put back into service.